Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion test during testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent the device for ultrasonic upstream occlusion testing and had passing results. Evaluation checked the upstream sensor calibrations, and they are both within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.